Event description:
It was reported that the pump display was frozen. The customer¿s blood glucose was 196mg/dl. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.